Event description:
Report received that the device did not detect a distal occlusion. During routine preventative maintenance testing by the user facility's biomedical tech, channel c did not visually or audibly alarm when a distal occlusion was induced. The customer reported there was no pt involvement.